Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the armada 35 instruction for use instructs to prepare the device prior to insertion into the patient. In this case, it could not be determined if preparing the device in the anatomy contributed to the difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that cholangioplasty was performed to treat a lesion located in the common bile duct with no tortuosity and no calcification on a patient with cancer. Resistance was not felt during advancement of the 8.0 mm x 40 mm x80 cm armada 35 balloon dilatation catheter and it crossed the lesion successfully. The balloon ruptured at 4 atmospheres during the first inflation. It was stated that air was pulled from the device while it was inside the anatomy. A replacement catheter was used to successfully complete the procedure. There were no patient effects or clinically significant delay in the procedure reported. No additional information provided.